Event description:
It was reported that the pacemaker dependent patient experiencing pocket stimulation presented in emergency room. Upon interrogation, the pulse generator exhibited backup vvi. After software download, normal device function resumed. The patient presented in the clinic on (B)(6) 2015 for routine follow-up and was doing fine. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).